Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks due to atrial driven rhythms. Technical services (ts) was consulted and recommended reprogramming options. No further information was provided at this moment. This ICD remains in service. No additional adverse patient effects were reported.